Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced pain in buttocks and feet post lead revision procedure (reference 1627487-2018-07208). As a result the patient was taken back to the operating room, and the lead was explanted. The patient was later administered in the emergency room (ER).